Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
Reportedly, the biomed compared the measurements from a new sensor with another sensor (known good working properly for them) and there were +4% difference in spco measurement (if known good measurement was 1% spco, with the new received one was 5% spco). There is no report of any patient impact or consequence as a result of the issue.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Correction: lot number - from "15ke1" to "r15k831."